Event description:
Medtronic legal received information regarding customer was unable to reset the insulin pump. The customer had high blood glucose. The customer's doctor did not reset the insulin pump for the customer. The information received on (B)(6) 2021 stated the following- customer alleges in 2019 the customer began using medtronic 670 g insulin pump. In (B)(6) 2019, the customer was using a medtronic minimed 670 g insulin pump. On or about (B)(6) 2019 the customer was unable to reset the pump and had high blood glucose . The doctor of the customer did not reset the insulin pump for the customer. The insulin pump will be returned for product analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.